Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address poly wear of the tibial insert and osteolysis.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. Patient x-rays were not available for examination. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were not provided. The investigation could not confirm or draw any conclusions about the reported polyethylene wear or osteolysis based on the provided information. Based on the inability to identify product error as a contributing factor or determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.